Event description:
During manufacturer analysis of an explanted generator due to end of service, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, the battery longevity calculation (1.16 years with limited data) determined that the end of service was an expected event. As the generator was received in an end of service state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.